Event description:
Device report 2 of 2: ref MFR report: 1627487-2012-09904. It was reported the pt experienced a whole body shocking sensation a couple of times when he attempted to turn the system off using magnet mode. The pt also indicated he had an MRI in (B)(6) of last year. A full parameter diagnostic indicated valid resistance and impedance values. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.